Event description:
Pentax medical was made aware of an event through a return materials authorization request involving pentax medical video bronchoscope model eb-1570k, serial number (B)(4) to be evaluated because it could possibly have caused patients to be infected. The user facility wants it to be checked out completely to verify. The user facility representative for (B)(6) hospital (B)(6), responded to good faith efforts(gfe) via email on 11-aug-2021 and provided case information for two patient cases. A unique mycobacterium (mycobacterium abscessus) was identified in two sequential bronchoscopy cases. All in patients who did not have any radiographic evidence for mycobacterium disease and were asymptomatic, and in each case, the same bronchoscope was used. Both patients have similar strain. Pentax medical video bronchoscope model eb-1570k, serial number (B)(4) has been used on six total patients up until (B)(6) 2020. The facility confirmed they have seven bronchoscopes onsite. Data on date of bronchoscopies and all cultures: on (B)(6) 2020: mycobacterium abscessus, on (B)(6) 2020: mycobacterium abscessus. The customer owned endoscope has not been received for evaluation or testing as of 13-aug-2021. Eb-1570k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. The investigation is in-process. This event meets the requirements for FDA reportability.

Manufacturer narrative:
Correction information: f7: follow up #1, f10: changed medical device problem code to : 2993 adverse event without identified device or use problem. Additional information: f9: age of device. Evaluation summary: as a result of the investigation, it was found that the bacteria causing the infection were not detected from the endoscope. Therefore, we concluded that there is no causal relationship between the endoscope and the patient's infection.